Manufacturer narrative:
Qn#(B)(4). One 340 ml water bottle lot 19b062 was received with an adaptor for evaluation. The bottle was received in a partially open plastic dust cover. The dust cover includes a label with japanese characters that is not an arlington heights packaging element. The water bottle arrived with the trigger intact. Visual inspection shows no defects or leaks. The number "6" or "9" is embossed in the plastic of the bottom of the water bottle. Lot and material number of adaptor received cannot be confirmed because adaptor packaging was not returned. The adaptor body is white, and the snap cap is clear. The number "43" is embossed in the plastic in the hollow of the adaptor body. The threading of the adaptor snap cap appears to have slight damage. The snap cap is low on the adaptor body and the sleeve and whistle area are not visible. No other visual defects were observed. The snap cap is too close to the adaptor body for the snap cap to attach to a flowmeter. The snap cap can spin. However, the snap cap covers the adaptor body wings, so the snap cap cannot not move vertically and cannot be pulled vertically. The manufacturing event log for lot 08k18 shows instances of "snap cap jam up" and one instance notes "snap caps have flash". Each "jam up" was corrected by "cleared" and "restart". All process parameters were within specification, all qa inspections were acceptable, and all post-sterility and package integrity tests were acceptable. A non-conformance was opened to further address this issue.

Event description:
Customer complaint reported as "user was unable to connect the humidifier adaptor to the flowmeter as the connecting part assembly was unstable. Therefore, a new unit was used instead.". No patient involvement reported.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
Customer complaint reported as "user was unable to connect the humidifier adaptor to the flowmeter as the connecting part assembly was unstable. Therefore, a new unit was used instead.". No patient involvement reported.